Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub detached from the barrel. This was discovered before use. The following information was provided by the initial reporter: the hub detached from the barrel.

Manufacturer narrative:
Investigation: customer returned photos of 3/10cc syringes. Customer states that the hub detached from the barrel. The attached photos were examined and exhibited the hub-needle/shield assemblies separated from the barrels. A review of the device history record was completed for batch# 8344553. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub detached from the barrel. This was discovered before use. The following information was provided by the initial reporter: the hub detached from the barrel.